Event description:
It was reported that the patient's generator was checked stated to be not working as well as not functioning properly. No additional relevant information has been received to date.

Event description:
Information was received via implant card that the patient's generator was replaced. The reason for replacement was given as battery depletion stating that the battery was dead. The explanting facility historically does not return explanted products so device return is not expected.